Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was removed from the packaging, it was noted that the proximal end of the stent strut was bent. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy us, mr 4.0 x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage: first 5 rows were damaged; first row struts lifted and the stent pushed approximately 3mm in a distal direction. There was no damage to the distal end of the stent. The distal outer diameter (od) was measured and is within specification. There was no issue with the crimped stent profile of the complaint device. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device, however based on the specified stent protector profile and the max crimped stent profile, there are no issues to note with the interaction between the two components. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was removed from the packaging, it was noted that the proximal end of the stent strut was bent. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.